Manufacturer narrative:
H6 - health effect clinical code: 4581 significant reduction of irido-corneal angles - should be included in the initial MDR. Claim # (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.5/3.0/072 (sphere / cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and replaced for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The problem was resolved. Reportedly, "good vault." The cause of the event was other and stating, "calculator error."